Manufacturer narrative:
Concomitant medical products: product ID 977c165; serial# (B)(4); implanted: (B)(6) 2019; product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had discomfort in her ribs and abdomen since lead placement. It was noted that there was difficulty during surgical lead placement due to extensive scar tissue from previous surgeries. The hcp waited to see if inflammation from the surgery would subside and the patient would be more comfortable with the device. A revision was scheduled for (B)(6) 2019. No further complications were reported.